Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found error code e221 occurred due to damage to the cable. The cable was found to be twisted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for an unspecified therapeutic procedure, error code e221 (scope communication error) was displayed on the monitor and the image from the camera head was intermittently lost. The procedure was completed using the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.